Event description:
The customer stated that the prism analyzer read sample ID (B)(6) as 22162421. The customer indicated that the paperwork does not indicate a manual entry for the sample ID. The tech caught the misread sample during the review of the report. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer reported that the abbott prism barcode reader scanner misread one of their sample bar code labels. Reread of the sample bar code label was correct. A product evaluation was performed in order to investigate this issue. A malfunction was not identified, as there is no indication that the barcode reader scanner malfunctioned. No troubleshooting was performed as the barcode reader had been reading sample bar code labels correctly both before and after this misread. The customer also reported that the reread of the sample bar code label was correct. 12 months review of quality records was performed to determine if other customers had experienced this issue. The review of this data did not identify any trends or product issues that would indicate a systemic issue pertaining to the abbott prism barcode reader scanners. In addition, no increase in complaint activity was identified for this issue. Sample bar code labels are not an abbott product. Customers make their own sample bar code labels per the guidelines in the abbott prism operations manual. Based on the evaluation results, no product deficiency or malfunction was identified. The customer was provided with more information about bar code label print quality, which may help the customer avoid future misreads.